Event description:
Experienced white at contact site only medical attention was not sought. Symptoms lasted 1 hour. When the hcw touched a wrapped package after a completed load, he reported that package was wet, but found this out after touching the package.